Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator experienced shocking the sacral nerve, groin, and scrotum areas and it had become very painful and uncomfortable. The patient was recommended to turn off their stimulation, but they did not want to because they would get shocked every time, they tried to do so. The patient turned off their device but was still reporting shocking sensations. The patient was prescribed antibiotics to assist with the pain. Later, the patient had their device explanted. There were no additional patient complications.